Event description:
It was reported that there was an unexpected longevity and that the device reached elective replacement indicator after approximately two years and five months of use. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): initially, the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed battery depletion was indicated (eri). The weekly battery voltage trend data shows minimum battery equal to 2.982 to 2.621 volts between (B)(6) 2012, which is just before device recommended replacement time (rrt) less than or equal to 2.6251 volts. The last battery measurement was equal to 2.6139 v on (B)(6) 2012 08:58:44. Subsequently, the device was returned and analyzed. Analysis of the device revealed normal battery depletion.